Event description:
It was reported that the artificial urinary sphincter (aus) device was not functioning, and the patient experienced recurring incontinence. In-clinic visual and physical inspection verified the device was not functioning. The device was explanted and replaced. There were no further patient complications reported.